Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occured. The target lesion was located in the left main artery (lm) at the point of bifurcation with the left anterior descending artery (lad) and circumflex artery (cx). The physician was attempting to perform a crushing technique stent placement in this lesion. A taxus stent of unk size was deployed in the lm to cx. A 3.00 x 16 mm taxus express2 drug eluting stent was then advanced, but would not advance through the guide catheter. Upon removal of the taxus stent from the guide catheter stent damage was seen. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".